Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to illness with high blood glucose. The customer stated that they had detached infusion set. The customer also reported that they had crack on the battery compartment and reservoir compartment. The customer's blood glucose was 188 mg/dl at the time of call. The customer declined to troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit was received with cracked reservoir tube lip, the reservoir does stay locked in. Unit was received with cracked battery tube threads, minor scratches on reservoir tube window, missing end cap sticker and minor scratches on lcd window.